Event description:
During servicing of the device, it was noticed that the battery pca was only recognizing one of the two batteries. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.